Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event as follows: it was reported that a patient underwent an open reduction internal fixation (orif) procedure of the proximal phalynx on (B)(6) 2016. As the surgeon attempted to thread the drill guide into the locking hole of the plate, it was noted that the device would not thread properly and that the guide seemed to be cross-threaded. The surgeon utilized an alternate drill guide from the set in order to complete the procedure. There was no reported delay or documented harm to the patient. Concomitant device(s) reported: locking plate (part/lot numbers: unknown / quantity: (B)(4)). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 03.114.001, synthes lot 6456757: release to warehouse date: september 02, 2010. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: this complaint is confirmed, the returned drill guide has a malformed distal tip that would prevent it from threading properly into an appropriate mating plate. The distal most thread-form is distorted, possibly from six (6) years of use and an off axis leverage/force exerted on the device when it was previously threaded/secured in a plate. The complaint condition could not be replicated as the plate from this event was not returned. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, the returned threaded drill guide is an instrument commonly used in the 1.5mm lcp modular mini fragment system. The threaded drill guide guides the drill bit in the proper trajectory (perpendicular to the plate hole/thread) to ensure proper thread engagement of the subsequently installed locking screw. Relevant drawings for the returned instrument were reviewed. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.